Event description:
The patient claimed that all the keypad buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the unresponsive keypad issue . All keys respond as expected. The keypad cover was removed and no contamination or corrosion was seen. Unrelated to this complaint, the pump was returned with the bolus button cover missing. There was no evidence of moisture ingress into the battery or cartridge compartments, but there was evidence of moisture ingress and corrosion on the internal pump components.